Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that there was no loss of therapy. The urinary tract infection (uti) was confirmed by the physician and it was caused by bacteria. The patient did not have an exact history but she used to have 10-20 utis before the implantable neurostimulator (ins) and now it was down to 2 or 3 utis per year. The utis were partly related to the patient's underlying urinary dysfunction. The patient had a bad fall that damaged the nerves that made her bladder function, and also some urethral atrophy. It was reported that the uti was not related to the device and/or therapy. Interventions for the uti included antibiotics, flomax, pyridium, and sodium bicarbonate.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient the patient experienced a loss or change of therapy. This was due to a gradual change in therapy or symptoms in (B)(6) 2016. The patient had their device implanted to help them void their bladder. The patient noticed a return of symptoms off and on and was in denial as they experienced burning and pressure, but was still able to void. On the night of (B)(6) 2016 the pain was so bad that it woke the patient up. The patient couldn't void at all so they had to self-catheterize and took a sterile specimen. The patient didn't know if the cause was interstitial cystitis or a urinary tract infection (uti). If the patient could void then it was not a uti. The patient didn't feel stimulation and the therapy was turned on. The situation was not resolved. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient didn't want to do any changes and would wait for their health care provider (hcp) to call them back and give them instructions. The patient just wanted to check and make sure it was on. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.